Manufacturer narrative:
Addtl narrative/corrected data: b.5, b.6, d.6b, e.3, g.2, h.6

Event description:
Patient representative initially reported patient "suffered rashes, fever, chills, night sweats, joint pain, dry eyes ... Throat, etc." Not device related. Physician observed "hole on patch side" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : one opening observed on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Pain : unable to observe since it is a medical event and is not related to the device. Autoimmune/connective tissue disorders : unable to observe since it is a medical event and is not related to the device. Anxiety-product/ procedure : unable to observe since it is a medical event and is not related to the device. Varied injuries : unable to observe since it is a medical event and is not related to the device. Additional observations: white particles observed on the surface of the shell.

Event description:
Patient representative initially reported patient "suffered rashes, fever, chills, night sweats, joint pain, dry eyes... Throat, etc." Not device related. Healthcare professional later reported left side deflation and textured to smooth due to the concerns of the product. Physician observed "hole on patch side" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Pfr alleged event: suffered rashes, fever, chills, night sweats, joint pain, dry eyes and throat, etc. Healthcare professional later reported left side deflation and textured to smooth due to the concerns of the product. Device remains implanted.